Event description:
It was reported that the pt presented in clinic with muscle stimulation. The atrial lead exhibited low lead impedance and noise. It was clinically resolved by reprogramming. The lead remained implanted and the pt will continue to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.